Event description:
The customer stated that she received a large bolus by mistake. The paramedics were called to the customer's home for treatment. Troubleshooting revealed that the customer gave a bolus by using the bolus wizard feature and she entered the wrong carbohydrate amount. The customer did not realize that she had done this and therefore a received a large bolus. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.